Event description:
A female patient underwent implantation of subcutaneous implantable cardio-defibrillators (s-icds) in the spring and fall of last year. For the two procedures, the duration of the implant was approximately one month before explantation respectively due to an infection. Recently, the patient presented for another s-ICD. While in the operating room a retained suture sleeve (thought to be from one of the prior explantations) was identified and removed. The surgeon indicated that the suture sleeves are usually affixed directly to the leads on other ICD devices. Hence when extracting other leads, the suture sleeve, which is affixed directly to the lead, automatically comes out when extracting the lead. The surgeon has been in contact with the manufacturer with concerns related to the design of the device. Suggestions to the manufacturer include designing the sleeve to adhere to the lead and making the lead and sleeve radiopaque.